Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User error-stylet partially removed when advancing to target site. The customer reported that the stylet did not pass through the body of the guide, even though it did not show any visible kink. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)?, no. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: mid portion of the needle; not visible damage. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Mediastinum. A. If the lungs, which lymph node was being targeted? 04l. Please describe the size of the intended target site. 08 cm. If not with the device in question, how was the procedure performed and/or finished? The procedure was stopped. Unable to continue with the needle. A new needle was requested. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? It was not necessary. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Olympus bf- vc180f. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Advancement of the stylet trough the needle. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was the stylet partially removed when advancing the needle into the target site? Yes. How many samples were obtained (passes completed) with this needle? 5. Did any section of the device detach inside the patient? No. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Yes. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Yes, it did.

Manufacturer narrative:
PMA/510(k)#: k160229. Device evaluation: complaint device is not returned therefore a document based review will be performed. It should be noted that this file is related to another complaint file. Based on the additional information provided (question 28), this complaint file has been raised. Additional information was requested to clarify question 32. "About question 32: we need to rephrase this answer. There was no issue in attaching or detaching the needle in the working channel of the endoscope. The only problem observed was the impossibility of progressing the stylet inside the needle, which made it impossible to use it for further punctures in the patient. We apologize for the inconvenience of rephrasing this answer." Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number: c1803686 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1803686. The notes section of the instructions for use, ifu0109-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0110-6) which will be investigated under this file. Image review: n/a. Root cause review: a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. This file is required to record this instance of user error. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.